Manufacturer narrative:
(B)(4) . If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant medical products: unknown knee tibial tray component; unknown knee femur component; unknown knee tibial insert component; unknown knee patella component; unknown bone cement.

Event description:
The patient was revised to address instability, polyethylene wear and loosening of the femoral and tibial component at the bone to cement interface. Cement manufacturer was unknown. Femoral and tibial components were removed and replaced with a sigma tc3. Original implant date was unknown. Doi: unknown; dor: (B)(6) 2018; left knee.

Manufacturer narrative:
Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.